Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and contamination larger than the acceptance criteria was found. The complaint was confirmed. The root cause was attributed to the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Event description:
The distributor reported that a foreign object was identified in the stopcock included in the kit during their initial inspection of received product. The device was not sent to a user facility.